Event description:
It was reported after an unknown amount of time post filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly tilted and embedded and posterior struts were abutting the l4 vertebral body. The device was not removed and no filter retrieval attempts were performed. The patient reportedly experienced abdominal pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. During deployment, the filter was slightly tilted to right. Approximately six years and two months later, computed tomography (CT) revealed that the filter at l2-l3 to superior l4 level. No significant migration and no significant tilt on coronal. Significant 31-degree tilt on sagittal. Grade 2 perforation; posterior struts abutted anterior l4 vertebral body and left lateral struts. Approximately one year and eight months later, computed tomography (CT) revealed that multiple vena cava struts extended beyond the vena cava margin. The patient experienced occasional transient abdominal pain. Approximately one month and fifteen days later, computed tomography (CT) revealed that the filter was tilted 31 degree to the right. There was report of penetration of 1 of the prongs of the filter. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc), and positioning issue. However, the investigation is inconclusive for alleged filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b6, b7, d4 (expiry date: 02/2013), g4. H11: h6 (device, method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the (B)(4) materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for filter tilt and ivc perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Filter malposition. Filter tilt. Perforation or other acute or chronic damage of the IV. It is possible that complications such as those described in the "warnings", "precautions," or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported after an unknown amount of time post filter deployment in a patient diagnosed with deep vein thrombosis/pulmonary embolism, the filter allegedly tilted and embedded and posterior struts were abutting the l4 vertebral body. The device was not removed and no filter retrieval attempts were performed. The patient alleges to experience abdominal pain.